Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported oversized balloon was not confirmed. Based on a visual dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause could not be determined as the reported complaint was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion located in the non-tortuous, 100% stenosed, popliteal artery. The lesion was pre-dilated with a 1.5 x 20 mm armada 14 balloon catheter at 8 atmospheres for 120 seconds. The 2.0 x 120 mm armada 14 balloon catheter was inflated twice during pre-dilatation when it was observed on angiography that the length of the balloon appeared to be longer than it should have been in relation to the distance between the markers. The lesion was further dilated with a 1.5 x 120 mm armada 14 balloon catheter at 8 atmospheres for 120 seconds, twice. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: aguru; guide cath: parent plus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.